Event description:
This valve was explanted due to paravalvular leak confirmed by cardiac catheterization and coronary arteriography. According to the op report, the pt presented with "transfusion dependent anemia". The pt had a history of mitral and aortic valve replacement, CABG x2, chronic renal failure, carotid endarterectomy, and replacement of a permanent pacemaker due to infection. At explant, a leak was observed in the posterior aspect of the mitral valve and the preserved native posterior leaflet had a "fair amount" of calcification. The valve was replaced with sjm 27mj-501.